Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
A customer alleged a cardiac tamponade happened during an atrial flutter ablation (farapulse procedure) in which a merit guidewire was used, they performed additional surgery and discovered that the origin was from the appendage. Patient admitted to hospital.